Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced hypoglycemia and the insulin pump had a software detected alarm. The customer¿s blood glucose level was 50 mg/dl at the time of the incident. Customer reported that they took glucagon to treat the low. The customer stated that the insulin vial was red and was stuck under reservoir and tubing. Troubleshooting was completed for the pump error. The customer performed a self test and the test passed. The customer was able to rewind the insulin pump. The customer went out for dinner and over bolused. Customer was advised to monitor the insulin pump. Insulin pump will not be returned for analysis.